Event description:
Cvvhd was initiated (B)(6) 2011 on an ICU pt admitted with seizures, hypoglycemia and unresponsive. Cvvhd stopped on (B)(6) 2011 and then restarted on (B)(6) 2011. Nurses were attempting to run the pt euvolemic. Pt was weighed on a daily basis. Pt weight was 2.0 kg less than expected between weighings on (B)(6) 2011 at 0500 and (B)(6) 2011 at 2300. Pt experienced a decrease in blood pressure and urine output ceased. Pt was administered 25% albumin and normal saline. Cvvhd was continued with no additional similar problems and pt improved. No other medical intervention was reported.

Manufacturer narrative:
Based upon review of the cycler treatment data log file there is no evidence of a device malfunction. The cycler uf pump rate is adjusted by the operator to account for external fluids and medication given to the pt typically administered via external infusion pumps. Typical accuracy of these external devices is about 10%. Log file analysis indicated that the cycler uf pump rate was changed frequently by the operator. The root cause of the reported event is attributed to frequent changes to pump rates at irregular intervals which resulted in an increased likelihood of operator calculation errors in managing pt fluid input/output. Device labeling contains adequate warnings regarding weighing the pt to confirm fluid balance. Nxstage medical considers this report closed. No additional information will be provided.